Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms leading the customer to change their cartridge and infusion set multiple times. The customer's blood glucose level was not impacted. As the customer had changed their pump supplies when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions could not be performed.